Event description:
Report received indicated the cypher select could not cross the lesion and subsequently the catheter shaft separated. The intended procedure was intervention to the right coronary artery. The stent delivery system (sds) was unable to cross the highly tortuous distal lesion. After repeated attempts to cross the lesion, the shaft separated 57 cm from the hub. The separated sds was retrieved completely without any adverse consequence to the patient.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.